Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) was triggered following the patient reactivating their ipg following a pregnancy. The patient deactivated stimulation for an estimated year. Around a month after the patient received the eri message an end of service (eos) message was displayed. In turn, the patient is no longer receiving therapy.

Event description:
Additional information gathered revealed the patient's ipg was explanted and replaced with a different model. Surgical intervention addressed the patient's issue.